Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following an unrelated transcatheter aortic valve implantation (tavi) procedure lead dislodgment were noted on the right atrial (ra) lead. Placement difficulty due to patient anatomy following the tavi procedure was also noted. The lead was attempted / not used and replaced. No patient complications have been reported as a result of this event.